Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery. Device analysis report attached.

Event description:
Per the clinic, the patient experienced no sound due to the electrode migration. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.